Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pb2274, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the patient demographic info: age, weight, bmi at the time of index procedure? (B)(6). What tissue layer was suture used on? N/a. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Normal. Can you identify the lot number reported in this event? Pb2274. Was the needle retrieved during the initial procedure or was an additional surgical procedure performed to remove the needle? Retrieved during initial procedure. Was additional dissection required in other organs or tissues other than the target tissue? No. Was there any change in the patient¿s post-operative care? No. What instruments were used to grasp the needle? Laparoscopic needle driver. Where was the needle grasped during use? In the middle of the needle. Will the device be returned for evaluation? No. What is physician¿s opinion as to the etiology of or contributing factors to this event? Not known. What is the patient¿s current status? Stable.

Event description:
It was reported that the patient underwent lavh on (B)(6) 2020 and suture was used. After uterus and tubes were removed, doctor went back into abdomen and found bleed in a suture line, as he was putting needle through tissue to suture bleed, he had to back out and only the lower half of needle came back out. Doctor noticed immediately there was only a half of needle. After stopping bleed, surgeon proceeded to look for needle tip. Unable to locate, xray was brought in and was able to see needle in pelvic sidewall. The surgeon proceeded to obtain needle tip from tissue with no additional dissection and retrieve during the same procedure. Once retrieved, the surgeon verified no other bleeding, repeated cysto and patient was sutured and transferred to pacu. There were no adverse patient consequences reported.